Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with intraperitoneal vancomycin and gentamycin (dose, duration, and frequency not reported) for the peritonitis. The patient was discharged from the hospital four days after admission and has recovered from the peritonitis event. Pd therapy is still on-going. No additional information is available.